Event description:
Pt presented with a 10 mm neck. Access and deployment of a 25-16-120bl bifurcated device, a 34-34-100rle proximal extension, and a 20-20-55l limb extension. There was an intraoperative proximal type I endoleak, which could not be resolved with balloon post dilatation. A palmaz stent was placed with good seal.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Treatment of 10 mm length neck is off-label per indication for use. Use of palmaz stent is off-label.